Event description:
It was reported that during an unknown procedure the tissue pad of the blade broke off and is believed to have fallen inside the abdomen. The surgeon could not find the broken piece. The or floor was examined as well, broken piece could not be found. The case was completed with another blade, no further patient complication noted at this time. However, the remaining piece of device could still be inside of the patient.